Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The customer went to the regional hospital and was admitted for intoxication. The blood glucose results and treatment provided by the hospital were not provided. On the evening of (B)(6) 2020 the patient's blood glucose level rose to 23.0 mmol/l. At this time, the customer was transferred to a 2nd hospital and was diagnosed with diabetic ketoacidosis. The hospital treated the patient with glucose, disol from the detoxification, actovegin, oktolipen, and insulin pen therapy. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged.